Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 between the patient's cgm and blood glucose meter. The patient's mother claimed that the readings were both higher and lower but did not provide any sample readings. The device is not indicated for use in pediatric patients. The patient's mother also reported insertion in the patients buttock's upper buttocks. The device is not indicated for insertion in upper buttocks. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries and reported that the patient was in fine condition.